Event description:
The customer reported an alarm and water damage after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly. Unable to verify the alarm due to the blank display.